Manufacturer narrative:
We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device between 36 and 48 hours. The patient reported pain and an abscess at the insertion site (leg). The patient's blood glucose levels rose to 400 mg/dl. The patient was prescribed cefovit 500 mg; two times a day for one week.

Manufacturer narrative:
We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device between 36 and 48 hours. The patient reported pain and an abscess at the insertion site (leg). The patient's blood glucose levels rose to 400 mg/dl. The patient was prescribed cefovit 500 mg; two times a day for one week.